Event description:
Pt underwent a laparoscopic surgery for chronic pelvic pain and bilateral hernia repair. Intergel was placed in abdominal cavity to prevent post-op adhesions. Seven days later, pt underwent a second-look laparoscopy for adhesions. It was during this surgery that dr discovered the adverse reaction, and that the intergel did not dissolve as it was designed to do, but that it had gone through a phase transition. It had become a silicone-like substance, that was coating internal organs. Also, there was extensive adhesion formation. She attempted to remove as much of the gel by peeling it off pt's internal organs. She cleansed the abdominal cavity several times with ringers solution and admitted pt to the hosp. Pt was put on IV antibiotics and spiked a fever of 105 degrees. The fever broke in the middle of the night, and the next day was sent home. Pt experienced severe diarrhea, which they eventually controlled with imodium. Fever was at 101. The next day, dr called pt at home to recommend that they undergo a third-look laparoscopy. Pt agreed. She also informed pt that 4 other pts from the hosp had adverse reactions to the intergel. The hosp was going to follow-up by reporting all 5 incidents to the FDA, they would file their own report and that the intergel had been removed from the hosp's shelves. Three days later pt's temp fell below the 100 degree mark. Two days later, pt underwent the third-look laparoscopy. The adhesions were worse. Every internal organ in the abdominal cavity and bowel were covered in adhesions. Dr released as many adhesions as she could. She was not, however, able to remove the majority of the adhesions on upper intestine, which is still covered in adhesions as an inflammatory response. Two weeks later the upper part of abdomen became tender to the touch. Pt reported this to dr two weeks later during a post-op appointment. Currently, that situation remains unchanged. Not worse or better.